Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Access was obtained via the left femoral artery. The 90% stenosed, de novo lesion was located in the moderately tortuous and severely calcified left common femoral artery. The left common femoral artery was predilated with a 7.0x40mm/135cm sterling balloon. The 7.0x40mm/135cm sterling balloon was inflated to 10 atm and ruptured on the first inflation. The lesion remained 30% stenosed. The procedure was completed with a 7.0x40mm sterling balloon. There were no patient complications reported and the patient's status was good.